Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and a compromised forced sensor alarm. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field and was not able to rewind pump as another motor error alarm was received. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test due to faulty force sensory resister. The device was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, or verify compromised force sensor system alarm due to the motor error alarm. The device was received with normal operating currents and passed unexpected restart error test and self-test. The motor passed motor test. The device had minor scratched on the lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.